Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va081ha, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient went to the doctor¿s office and was told that a lead was ¿off and not working.¿ the device was ¿completely reprogrammed¿ and the patient was going to try the new settings for a month or surgery was going to be performed. The patient would feel stimulation, described as an ¿extreme tapping¿ and then would not feel it for two days. It was noted that the patient fell and hit the interstim in (B)(6) 2013 and that was when it started ¿acting up and having issues.¿ at the time of the call the patient did not have their programmer and was having ¿waves of shocking.¿ the shocking started about an hour prior and it was indicated the patient was not around anything electronic or magnetic. The shocking was painful. The painful shocking sensation occurred every few minutes. Additional information has been requested, a follow up report will be sent if additional information is received.